Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell from their wheelchair and had increased pain related to injuries from the fall. The patient was accidentally thrown from their wheelchair while leaving home and suffered multiple fractures form the fall. The event date was reported to be (B)(6) 2016. The patient had surgery last week. The scs was not working after the fall. The patient was reported to be alive with injury and would be going to inpatient rehab. The manufacturer representative stated that they would meet with the patient once the patient was transferred from the hospital to a recovery/rehab center. It was reported that no actions or interventions had been taken yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.